Event description:
Patient developed a leak on (B)(6) 2023 following a sleeve gastrectomy procedure completed on (B)(6) 2023, which had used a titan sgs23rb stapler. A small defect was observed more posterior of the fundus. It was reported that it looked like the fundus was possibly folded. Re-operation/surgical intervention was required to resolve the leak. The patient was released after re-operation/surgical intervention. Standard bariatrics was informed of the leak on (B)(6) 2023.